Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient in the emergency room using plasma. I-stat troponin: 0.10 ng/ml, 0.03 ng/ml, 0.04 ng/ml, 0.18 ng/ml - 6 hours after the first on new sample. Customer did not have any other lab results for the patient. The suspected discrepant results were not released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).